Event description:
As reported: patient with left ica aneurysm to be treated with a fred 27. The fred was deployed in the distal ica and post deployment angio runs showed that there was no flow going into left a1 segment. Operators found that there was a thrombus within the fred device. Integrillin bolus was given with a slow but positive effect to the thrombus within stent. Plan to continue patient of integrillin infusion to treat thrombus. Post procedure day 1, physician reports patient is extubated successfully and neurologically intact. Post procedure imaging shows decreased flow in a1 likely due to remaining thrombus. Patient treated with IV medications to reduce thrombus and plan to stay addition day for close monitoring.

Manufacturer narrative:
Items returned: - n/a visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging was not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): potential complications below is a list of the probable adverse effects (e.g., complications) associated with the use of the neurovascular flow diverters. ¿ allergic reaction, including but not limited to: contrast dye, nitinol metal, and any other medications used during the procedure ¿ blindness ¿ complications of arterial puncture including pain, local bleeding, or injury to the artery, or adjacent nerves ¿ cranial neuropathy ¿ death ¿ device fracture, migration or misplacement ¿ dissection or perforation of the parent artery ¿ headache ¿ hemorrhage (i.e., intracranial hemorrhage (ich), subarachnoid hemorrhage (sah), retroperitoneal (or in other locations)) ¿ infection ¿ mass effect ¿ neurological deficits ¿ reactions to anti-platelet/anti-coagulant agents ¿ reactions due to radiation exposure (i.e., alopecia, burns ranging in severity from skin reddening to ulcers, cataracts, delayed neoplasia) ¿ reactions to anesthesia and related procedures ¿ reactions to contrast agents including allergic reactions and kidney failure ¿ rupture of the aneurysm ¿ stenosis of stented segment ¿ seizure ¿ stent thrombosis ¿ stroke or tia (transient ischemic attack) ¿ thromboembolic event ¿ vasospasm ¿ visual impairment warnings should unusual resistance be felt at any time during access or removal, the introducer/guide catheter/microcatheter and fred system should be removed as a single unit. Applying excessive force during delivery or retrieval of the fred system can potentially result in loss or damage to the device and delivery components. The fred 27-system should only be delivered through a headway® 27 microcatheter and the fred 21-system should only be delivered through a headway® 21 microcatheter. If repeated friction is encountered during fred system delivery, verify microcatheter is not kinked or in extremely tortuous anatomy. Confirm that the microcatheter does not ovalize. Confirm that there is adequate sterile heparinized flush solution. Do not reposition the fred system in the parent vessel without fully retrieving the device. The fred system must be retrieved/resheathed into the microcatheter and re-deployed at the desired target location or removed completely from the patient. Cautions exercise caution when crossing the deployed/detached fred system with adjunctive devices such as guidewires, catheters, microcatheters or balloon catheters to avoid disrupting the device geometry and device placement. Directions for use 12. Advance the delivery wire to transfer the fred system from within the introducer into the microcatheter. Warning: do not torque the delivery wire while advancing or retracting the fred system. 13. Continue advancing the delivery wire into the microcatheter until the proximal tip of the delivery wire enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Warning: do not apply undue force. If resistance is encountered at any point during delivery or manipulation, withdraw the unit and select a new fred system. 15. Position the fred system for deployment by aligning the fred system implant distal radiopaque end markers past the aneurysm neck allowing for adequate distal and proximal device landing zones as shown in the following figures for fred-27 system and fred-21 system. Note: a slow, proper push/pull technique, encompassing sufficient delivery wire push force, in addition to an opposing microcatheter withdrawal force, to remove excess microcatheter slack while maintaining the microcatheter tip within the center of the parent vessel, will facilitate properly deploying the fred system at the proper location, to achieve full expansion and good vessel apposition. Caution: using a rapid microcatheter withdrawal technique to deploy the fred system is not recommended and may result in device elongation or improper deployment. Be aware of delivery wire tip position during deployment. 16. If the fred system positioning is not satisfactory, the implant may be recaptured and repositioned if it is not fully deployed. The implant may be recaptured until the point where the distal-most wire marker, collocated distal to the implant proximal markers, is aligned approximately 50% of length proximal to the microcatheter distal marker band. Caution: if resistance is felt while recapturing the device, do not continue to recapture. Withdraw the microcatheter slightly to unsheathe the device (without exceeding the recapture limit), and then attempt to recapture again. Caution: the fred system must not be re-deployed more than three times. 17. If fred system positioning is satisfactory, carefully advance the delivery wire while retracting the microcatheter as needed to minimize slack, maintaining the microcatheter around the center of the parent vessel, to allow the implant to deploy across the neck of the aneurysm. Ensure the implant proximal radiopaque end markers are in the advised position (see step 15) proximal to the aneurysm neck for adequate coverage. Note: the fred system will expand and may foreshorten up to 61% from its undeployed length. Visually verify opening of the proximal end, ensuring that the microcatheter distal tip marker is pulled back, adequately away from the implant proximal end, to allow the proximal end to freely open. Push forward on the delivery wire to assist in maintaining access within the implant as needed. Note: visualize and refer to implant radiopaque end markers to maintain adequate implant length of on each side of the aneurysm neck/target location to ensure appropriate coverage. Warning: do not fully deploy the fred system if positioning in the parent vessel is not satisfactory. Warning: if applicable, observe fred system marker position during coiling procedure to ensure that the device does not migrate. 19. Carefully inspect the deployed fred implant under fluoroscopy to confirm that it is completely open and opposed to the vessel wall and not kinked. If the implant is not fully open and apposed or is kinked, consider utilizing a suitable micro guidewire and/or occlusion balloon catheter to fully open the implant. 20. Verify that the implant remains patent and properly positioned. Note: the jailed microcatheter should be carefully removed to avoid dislodging the fred implant. 21. Caution: carefully watch the fred implant distal and proximal markers when passing through the implanted device with other devices to avoid displacing the implant. The physical device was not available for evaluation to determine if a condition existed that would have caused or contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event.

Manufacturer narrative:
Additional information was received stating that the patient passed away. Imaging was provided. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
As reported to microvention: "patient with left ica aneurysm to be treated with a fred 27. The fred was deployed in the distal ica and post deployment angio runs showed that there was no flow going into left a1 segment. Operators found that there was a thrombus within the fred device. [Anti-clotting medication] bolus was given with a slow but positive effect to the thrombus within stent. Plan to continue patient of [anti-clotting medication] infusion to treat thrombus." "Post procedure day 1, physician reports patient is extubated successfully and neurologically intact. Post procedure imaging shows decreased flow in a1 likely due to remaining thrombus. Patient treated with IV medications to reduce thrombus and plan to stay addition day for close monitoring." Additional information was received stating that the patient passed away. Images were provided.

Manufacturer narrative:
The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. The instructions for use (IFU) identifies thrombus as a potential complication associated¿with the use of the device.

Event description:
As reported: patient with left ica aneurysm to be treated with a flow diverter. The flow diverter was deployed in the distal ica and post deployment angio runs showed that there was no flow going into left a1 segment. Operators found that there was a thrombus within flow diverter device. Integrillin bolus was given with a slow but positive effect to the thrombus within stent. Plan to continue patient of integrillin infusion to treat thrombus. Post procedure day 1, physician reports patient is extubated successfully and neurologically intact. Post procedure imaging shows decreased flow in a1 likely due to remaining thrombus. Patient treated with IV medications to reduce thrombus and plan to stay addition day for close monitoring.

Manufacturer narrative:
Additional information was received. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
As reported to microvention: "patient with left ica aneurysm to be treated with a fred 27. The fred was deployed in the distal ica and post deployment angio runs showed that there was no flow going into left a1 segment. Operators found that there was a thrombus within the fred device. [Eptifibatide] bolus was given with a slow but positive effect to the thrombus within stent. Plan to continue patient of [eptifibatide] infusion to treat thrombus." "Post procedure day 1, physician reports patient is extubated successfully and neurologically intact. Post procedure imaging shows decreased flow in a1 likely due to remaining thrombus. Patient treated with IV medications to reduce thrombus and plan to stay addition day for close monitoring." The patient passed away. Images were provided. As reported to microvention by the treating physician: " official cause of death, large hemispheric stroke causing high intracranial pressure leading to cardiopulmonary arrest operation note, endovascular treatment of left anterior choroidal artery aneurysm with flow diverter. Clinical indication: mr. [ ] with left anterior choroidal ica unruptured aneurysm. This was found incidentally during brain screening images providing strong family history of brain aneurysms. The patient was counseled on treatment options and elected to proceed with endovascular treatment. Patient was preloaded with asa / [antiplatelet medicine] prior to the procedure. Description of procedure: [ ]. Informed consent: the indications, technique and possible complications of this procedure were discussed with the patient and his wife prior to this procedure. The risk of complications is estimated at approximately 3-5% including, but not limited to, blindness, hemorrhage, stroke, vascular injury, contrast reaction, groin complications and death (0.5%). The patient understood, asked questions which were all answered in detail and were agreeable to proceed. Technique: this procedure was performed under general anesthesia, sterile conditions, complete heparinization and fluoroscopy guidance. Right common femoral artery access was obtained with an 8-french sheath inserted by the modified seldinger technique, under us guidance. Heparin was initiated directly after groin puncture and the patient was loaded with 9000 iu i.v. With continuation of heparin during the procedure. An 8fr [ ] guiding catheter was navigated over a 5-french [ ] catheter into the left proximal ica. Diagnostic angiograms of the left ica and 3d-rotational angiograms were performed. This demonstrated left bilobulated anterior choroidal aneurysm measures approximately 3.5 x 2.3 mm with wide neck arising from the dorsal and lateral aspect of ica. The optimal distal and proximal landing zones of flow-diverter were carefully analyzed and assessed. Subsequently, 5 mg of verapamil was slowly given through guide catheter at the proximal ica prior to the fd placement. Subsequently, under road map, a [ ] micro catheter / [guidewire] combination was navigated into the distal left m1 segment with a 5f [ ] distal access catheter navigated into the distal cervical ica. Then a 4 mm x 13 mm fred flow diverter stent was carefully placed over the aneurysm neck from ica terminus to paraclinoid ica. Radiographic image showed adequate position and opening of the stent along the carotid artery. Follow up angiographic run showed development of thrombus formation along stent with decreased luminal caliber of the carotid terminus. Then follow-up run showed significant limitation of the flow at the level of the carotid terminus. We immediately suspected acute thrombus formation and occlusion of the placed stent. The patient was given [eptifibatide] bolus intra-arterial. Multiple angiographic run post [eptifibatide] bolus at 5 minutes, 10 minutes, and 20 minutes, showed recanalization of the carotid artery and mca , aca branches. There is evidence of residual thrombus formation at the middle of the stent. A vaso-CT demonstrated adequate apposition of the flow-diverter and along the aneurysm neck. We were able to identify small residual thrombus at the middle of the stent with focal narrowing. We then decided to trial angioplasty that segment. We managed to advance wire through the stent. We encountered difficulty advancing the balloon microcatheter. Therefore, we aborted avoid manipulation of the stent. This however further opened the stent and we confirmed adequate position of the stent on the vaso-CT. The final angiogram demonstrated adequate recanalization of the intracranial vessels with small residual thrombus formation at the middle of stent. We also confirmed adequate flow across the a-comm complex from the right internal carotid artery injection. We decided [t]o continue treating the residual acute thrombus formation with [eptifibatide] IV infusion. An 8-french [vascular closure] was deployed at the arteriotomy site to achieve hemostasis. After reversal of general anesthesia, the patient was extubated and transferred to the recovery room in stable condition. Summary: endovascular flow-diverter placement over left anterior choroidal aneurysm complicated by acute thrombus formation along the stent treated with intra-arterial [eptifibatide]. Recommended continuation of [eptifibatide] IV infusion and dual antiplatelet therapy (aspirin + [antiplatelet medicine])."

Event description:
As reported to microvention: "patient with left ica aneurysm to be treated with a fred 27. The fred was deployed in the distal ica and post deployment angio runs showed that there was no flow going into left a1 segment. Operators found that there was a thrombus within the fred device. [Eptifibatide] bolus was given with a slow but positive effect to the thrombus within stent. Plan to continue patient of [eptifibatide] infusion to treat thrombus." "Post procedure day 1, physician reports patient is extubated successfully and neurologically intact. Post procedure imaging shows decreased flow in a1 likely due to remaining thrombus. Patient treated with IV medications to reduce thrombus and plan to stay addition day for close monitoring." The patient passed away. Images were provided. As reported to microvention by the treating physician: "official cause of death, large hemispheric stroke causing high intracranial pressure leading to cardiopulmonary arrest operation note, endovascular treatment of left anterior choroidal artery aneurysm with flow diverter. Clinical indication: mr. [ ] with left anterior choroidal ica unruptured aneurysm. This was found incidentally during brain screening images providing strong family history of brain aneurysms. The patient was counseled on treatment options and elected to proceed with endovascular treatment. Patient was preloaded with asa/ticagrelor prior to the procedure. Description of procedure: [ ] informed consent: the indications, technique and possible complications of this procedure were discussed with the patient and his wife prior to this procedure. The risk of complications is estimated at approximately 3-5% including, but not limited to, blindness, hemorrhage, stroke, vascular injury, contrast reaction, groin complications and death (0.5%). The patient understood, asked questions which were all answered in detail and were agreeable to proceed. Technique: this procedure was performed under general anesthesia, sterile conditions, complete heparinization and fluoroscopy guidance. Right common femoral artery access was obtained with an 8-french sheath inserted by the modified seldinger technique, under us guidance. Heparin was initiated directly after groin puncture and the patient was loaded with 9000 iu i.v. With continuation of heparin during the procedure. An 8fr [ ] guiding catheter was navigated over a 5-french [ ] catheter into the left proximal ica. Diagnostic angiograms of the left ica and 3d-rotational angiograms were performed. This demonstrated left bilobulated anterior choroidal aneurysm measures approximately 3.5 x 2.3 mm with wide neck arising from the dorsal and lateral aspect of ica. The optimal distal and proximal landing zones of flow-diverter were carefully analyzed and assessed. Subsequently, 5 mg of verapamil was slowly given through guide catheter at the proximal ica prior to the fd placement. Subsequently, under road map, a [ ] micro catheter / [guidewire] combination was navigated into the distal left m1 segment with a 5f [ ] distal access catheter navigated into the distal cervical ica. Then a 4 mm x 13 mm fred flow diverter stent was carefully placed over the aneurysm neck from ica terminus to paraclinoid ica. Radiographic image showed adequate position and opening of the stent along the carotid artery. Follow up angiographic run showed development of thrombus formation along stent with decreased luminal caliber of the carotid terminus. Then follow-up run showed significant limitation of the flow at the level of the carotid terminus. We immediately suspected acute thrombus formation and occlusion of the placed stent. The patient was given [eptifibatide] bolus intra-arterial. Multiple angiographic run post [eptifibatide] bolus at 5 minutes, 10 minutes, and 20 minutes, showed recanalization of the carotid artery and mca , aca branches. There is evidence of residual thrombus formation at the middle of the stent. A vaso-CT demonstrated adequate apposition of the flow-diverter and along the aneurysm neck. We were able to identify small residual thrombus at the middle of the stent with focal narrowing. We then decided to trial angioplasty that segment. We managed to advance wire through the stent. We encountered difficulty advancing the balloon microcatheter. Therefore, we aborted avoid manipulation of the stent. This however further opened the stent and we confirmed adequate position of the stent on the vaso-CT. The final angiogram demonstrated adequate recanalization of the intracranial vessels with small residual thrombus formation at the middle of stent. We also confirmed adequate flow across the a-comm complex from the right internal carotid artery injection. We decided [t]o continue treating the residual acute thrombus formation with [eptifibatide] IV infusion. An 8-french [vascular closure] was deployed at the arteriotomy site to achieve hemostasis. After reversal of general anesthesia, the patient was extubated and transferred to the recovery room in stable condition. Summary: endovascular flow-diverter placement over left anterior choroidal aneurysm complicated by acute thrombus formation along the stent treated with intra-arterial [eptifibatide]. Recommended continuation of [eptifibatide] IV infusion and dual antiplatelet therapy (aspirin + ticagrelor)."

Manufacturer narrative:
Items returned: n/a. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot further examine any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review: ¿potential complications: below is a list of the probable adverse effects (e.g., complications) associated with the use of the neurovascular flow diverters. Allergic reaction, including but not limited to: contrast dye, nitinol metal, and any other medications used during the procedure, blindness, complications of arterial puncture including pain, local bleeding, or injury to the artery, or adjacent nerves, cranial neuropathy, death, device fracture, migration or misplacement, dissection or perforation of the parent artery, headache, hemorrhage (i.e., intracranial hemorrhage (ich), subarachnoid hemorrhage (sah), retroperitoneal (or in other locations)), infection, mass effect, neurological deficits, reactions to anti-platelet/anti-coagulant agents, reactions due to radiation exposure (i.e., alopecia, burns ranging in severity from skin reddening to ulcers, cataracts, delayed neoplasia), reactions to anesthesia and related procedures, reactions to contrast agents including allergic reactions and kidney failure, rupture of the aneurysm, stenosis of stented segment, seizure, stent thrombosis, stroke or tia (transient ischemic attack), thromboembolic event, vasospasm, visual impairment. Warnings: should unusual resistance be felt at any time during access or removal, the introducer/guide catheter/microcatheter and fred system should be removed as a single unit. Applying excessive force during delivery or retrieval of the fred system can potentially result in loss or damage to the device and delivery components. The fred 27-system should only be delivered through a headway® 27 microcatheter and the fred 21-system should only be delivered through a headway® 21 microcatheter. If repeated friction is encountered during fred system delivery, verify microcatheter is not kinked or in extremely tortuous anatomy. Confirm that the microcatheter does not ovalize. Confirm that there is adequate sterile heparinized flush solution. Do not reposition the fred system in the parent vessel without fully retrieving the device. The fred system must be retrieved/resheathed into the microcatheter and re-deployed at the desired target location or removed completely from the patient. Cautions exercise caution when crossing the deployed/detached fred system with adjunctive devices such as guidewires, catheters, microcatheters or balloon catheters to avoid disrupting the device geometry and device placement. Directions for use (¿)12. Advance the delivery wire to transfer the fred system from within the introducer into the microcatheter. Warning: do not torque the delivery wire while advancing or retracting the fred system. 13. Continue advancing the delivery wire into the microcatheter until the proximal tip of the delivery wire enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Warning: do not apply undue force. If resistance is encountered at any point during delivery or manipulation, withdraw the unit and select a new fred system. (¿)15. Position the fred system for deployment by aligning the fred system implant distal radiopaque end markers past the aneurysm neck allowing for adequate distal and proximal device landing zones as shown in the following figures for fred-27 system and fred-21 system. Note: a slow, proper push/pull technique, encompassing sufficient delivery wire push force, in addition to an opposing microcatheter withdrawal force, to remove excess microcatheter slack while maintaining the microcatheter tip within the center of the parent vessel, will facilitate properly deploying the fred system at the proper location, to achieve full expansion and good vessel apposition. Caution: using a rapid microcatheter withdrawal technique to deploy the fred system is not recommended and may result in device elongation or improper deployment. Be aware of delivery wire tip position during deployment. 16. If the fred system positioning is not satisfactory, the implant may be recaptured and repositioned if it is not fully deployed. The implant may be recaptured until the point where the distal-most wire marker, collocated distal to the implant proximal markers, is aligned approximately 50% of length proximal to the microcatheter distal marker band. Caution: if resistance is felt while recapturing the device, do not continue to recapture. Withdraw the microcatheter slightly to unsheathe the device (without exceeding the recapture limit), and then attempt to recapture again. Caution: the fred system must not be re-deployed more than three times. 17. If fred system positioning is satisfactory, carefully advance the delivery wire while retracting the microcatheter as needed to minimize slack, maintaining the microcatheter around the center of the parent vessel, to allow the implant to deploy across the neck of the aneurysm. Ensure the implant proximal radiopaque end markers are in the advised position (see step 15) proximal to the aneurysm neck for adequate coverage. Note: the fred system will expand and may foreshorten up to 61% from its undeployed length. Visually verify opening of the proximal end, ensuring that the microcatheter distal tip marker is pulled back, adequately away from the implant proximal end, to allow the proximal end to freely open. Push forward on the delivery wire to assist in maintaining access within the implant as needed. Note: visualize and refer to implant radiopaque end markers to maintain adequate implant length of on each side of the aneurysm neck/target location to ensure appropriate coverage. Warning: do not fully deploy the fred system if positioning in the parent vessel is not satisfactory. Warning: if applicable, observe fred system marker position during coiling procedure to ensure that the device does not migrate. (¿)19. Carefully inspect the deployed fred implant under fluoroscopy to confirm that it is completely open and opposed to the vessel wall and not kinked. If the implant is not fully open and apposed or is kinked, consider utilizing a suitable micro guidewire and/or occlusion balloon catheter to fully open the implant. 20. Verify that the implant remains patent and properly positioned. Note: the jailed microcatheter should be carefully removed to avoid dislodging the fred implant. 21. Caution: carefully watch the fred implant distal and proximal markers when passing through the implanted device with other devices to avoid displacing the implant.¿ procedure/medical information review: imaging review, md: eight radiographic imaging documents are submitted. They are not labeled as to date or time. (First run post deployment): left ap ica dsa, subtracted, with contrast. The artifact shadow of a fred is faintly seen, from the proximal supraclinoid ica to the proximal m1 mca segment. The a1/aca do not fill. There may be delayed flow distal to the stent, but this is difficult to determine on a single image, without seeing the rest of the angio run. This image does not allow me to comment on stent apposition or appearance. The pcom aneurysm that was being treated is not seen on this image. (Last run post ia rx): left ap ica dsa, subtracted, with contrast. Compared to the prior image, the aca now fills. There is better opacification of the mca territory. The fred is now positioned 3 to 4 mm more distally. A small pcom aneurysm is seen adjacent to the proximal 1/3 of the stent. There is attenuation of contrast in the supraclinoid portion of the stent, which likely represents clot. (Second run post deployment): left ap ica dsa, subtracted, with contrast. There is complete occlusion of the stent just distal to the pcom aneurysm, with no flow distally into the aca or the mca. (Stent post deployment ap): single shot unsubtracted ap skull radiograph, no contrast. The image is blurry; the stent is superimposed on the medial orbit and I cannot comment on the specific appearance of the fred. (Stent post deployment lat): single shot unsubtracted lateral skull radiograph, no contrast. The fred is open. I can¿t comment on the proximal inner layer, as the image is somewhat blurry. (Vasoct cor): 9-second coronal vaso CT movie: there is incomplete opening of the proximal inner layer of the fred, with fish mouthing appearance of the inner layer. (Vasoct sag): 11-second coronal vaso CT movie: there is incomplete opening of the proximal inner layer of the fred, with fish mouthing appearance of the inner layer clearly seen. This is the projection that shows the proximal inner layer fish mouthing the best. The incomplete opening (fish mouthing) of the proximal inner layer of the fred demonstrated in these images explains the clot formation and occlusion of the fred encountered during this procedure. Medical operative report review, doctor of podiatric medicine and surgery: a detailed medical review of procedure note data was performed. As reported, the patient underwent treatment for a left anterior choroidal ica unruptured aneurysm with a 4 mm x 13 mm fred flow diverter stent which was described as being carefully placed over the aneurysm neck from ica terminus to paraclinoid ica. Intraoperative radiographic image showed adequate position and opening of the stent along the carotid artery. On the same day of performance of the operative procedure, follow up angiographic run showed development of thrombus formation along the stent with decreased luminal caliber of the carotid terminus and an additional follow-up run showed significant limitation of the flow at the level of the carotid terminus and diagnosed as acute thrombus formation and occlusion of the placed stent. Patient received treatment with [eptifibatide] bolus intra-arterial and multiple angiographic run post [eptifibatide] bolus showed recanalization of the carotid artery, mca, aca branches with evidence of residual thrombus formation at the middle of the stent. A vaso-CT demonstrated adequate apposition of the flow-diverter and along the aneurysm neck. Final angiogram demonstrated adequate recanalization of the intracranial vessels with small residual thrombus formation at the middle of stent and adequate flow across the a-comm complex from the right internal carotid artery injection. Post procedure day 1, physician reports patient is extubated successfully and neurologically intact. Post procedure imaging shows decreased flow in a1 likely due to remaining thrombus. Patient treated with IV medications to reduce thrombus and plan to stay addition day for close monitoring. 201 days post-performance of the index procedure, notification was received that the patient passed way. Based on the review of the data and in my medical opinion, the relationship between the reported event (acute thrombus formation) to the fred flow diverter stent¿s performance cannot be ruled out. Conclusion: without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have caused or contributed to the reported event. The provided images are not sufficient to determine the cause of the alleged adverse event. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.